Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother reported via phone call that there was a crack on the customer's insulin pump casing. The mother also reported a no delivery alarm occurring. The mother also reported a strong smell of insulin emitting from the reservoir. The customer's blood glucose was unknown. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked bottom case and minor scratched lcd window. No scent of insulin noted. No moisture damage noted on the electronics assembly, motor, vibrator motor or battery tube assembly.